Event description:
It was reported that during a lap gastrectomy the staple drivers fell off. Open the packing and noted that some staple drivers fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 10/28/2024. D4 batch #885c07. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the cecr45b reload was returned unfired with 5 drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end form right side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 885c07, and no non-conformances were identified. A manufacturing record evaluation was performed for the device lot e24010039, and no non-conformances were identified. Additional information was requested, and the following was obtained: was sterility compromised as a result of the packaging damage? -yes.